Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. Results provided: (customer provided refence range 1.6-2.6 mg/dl) (B)(6) 2023. Sid (B)(6) initial result = 8.84 mg/dl, repeat result = 2.21 mg/dl no impact to patient management was reported.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. Results provided: (customer provided refence range 1.6-2.6 mg/dl). (B)(6) 2023 sid (B)(6) initial result = 8.84 mg/dl, repeat result = 2.21 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and found the r1 wash cup broken and the r2 pipettor tubing improperly installed. The fsr replaced the wash cup and the r1 and r2 alnty c rgt pr tb which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The alnty c rgt pr tb was determined to be the likely cause. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect c16000 or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the alinity c processing module sn (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the module and found the r1 wash cup broken and the r2 pipettor tubing improperly installed. The fsr replaced the wash cup and the r1 and r2 alnty c rgt pr tb which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The alnty c rgt pr tb was determined to be the likely cause. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the alinity c processing module or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the alinity c processing module sn (B)(6) was identified.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. Results provided: (customer provided refence range 1.6-2.6 mg/dl) (B)(6) 2023 sid (B)(6) initial result = 8.84 mg/dl, repeat result = 2.21 mg/dl no impact to patient management was reported.